Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment of vaginal vault prolapse and stress urinary incontinence. After the procedure, the patient required transvaginal taping, examination under anesthesia, cystoscopy, and abdominal sacrocolpopexy. After implantation of align and pelvitex mesh, the patient also experienced pain and recurrence. In 2015 the patient experienced overactive bladder, vaginal prolapse, and urinary tract infection. Treatment included exam under anesthesia, cystoscopy, anterior colporrhaphy, paravaginal repair, and sacrospinous ligament vault fixation with mesh placement.